Event description:
Customer reported she has had inaccurate sensor readings, calibration errors, and change sensor alerts. Customer's current blood glucose is 256 mg/dl, but her sensor reading is 62 mg/dl. The insulin pump then gave a change sensor alert. When customer pulled the sensor out, the cannula was bent. Customer was advised of proper sensor insertion and calibration methods. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.